Manufacturer narrative:
Complaint operative notes were evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Review of the x-rays indicates no issues but did note possible evidence of polyethylene wear. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen articular surface, cat#: 00596205010 lot#: 62915873, headed screw, cat#: 00579104100 lot#: 63044837, headed screw, cat#: 00579104100 lot#: 63053885, nexgen stemmed tibial component, cat#: 00598005701 lot#: 63008553, nexgen all polyethylene patella, cat#: 00597206538 lot#: 62735548, taper stem plug, cat#: 00596009900 lot#: 63023090, stem extension, cat#: 00598009000 lot#: 63043181. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00262 0001822565-2017-06551. Product was discarded.

Event description:
It was reported that the patient was revised to address pain and stiffness. Attempts have been made and no further information has been provided.